Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a button error and keypad anomaly from the insulin pump. The patient's blood glucose reading was 230 mg/dl. The customer stated that her pump has malfunctioned. This afternoon, the customer tried to put in her glucose number as 220, but the numbers kept scrolling up for about 15 minutes. A button error alarmed occurred. The customer tried to change out the battery, but was unsuccessful. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or numbers scrolling up noted during our testing. The insulin pump has cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.